Event description:
It was reported that while attempting to treat a left iliac lesion using a contralateral femoral approach, resistance was met between the catheter and the guide wire during advancement toward the lesion. While the frozen devices were being withdrawn from the pt, the distal segment of the catheter and the guide wire separated. Approximately 10-15 cm of the distal portions of both devices were successfully removed from the anatomy with a retrieval device.